Event description:
Advised by news programs that dreamstation auto CPAP under recall. Philips rep advised patient to d/c use. Device supplier, verys, advised to continue use of device. Pulmonologist gave no recommendation either way. Patient's labile hypertension may be affected by interruption in CPAP use. At this time no immediate remedy is in place. Philips, verys and treating physician have no information or remedy for immediate repair/replacement. Parties have conflicting or no information regarding continued use of device. FDA safety report ID # (B)(4).